Event description:
The femoral array rotated about the post. This incident did take place during the beginning of the procedure, during camera view set up. Outcome of the case was a success.

Manufacturer narrative:
The device design associated with the affected product from this complaint was recalled per 21 cfr 806 (ref z-0915-2009). Based on an FDA surveillance audit, it was determined that all complaints associated with this failure mode, regardless of surgical outcome and timeframe, should be reported. A report of past complaints identified this complaint as an event affected by the recalled design, but did not have an MDR filed. This report is being filed to ensure all complaints associated with the aforementioned recall have been properly reported.